Event description:
The customer reported on (B)(6) 2014 at 7:25 am she activated a new pod. The pod was deactivated. She stated the cannula was stuck to the adhesive pad and it was not inserted into her skin. The cannula was also kinked and bent upon removal. She was able to activate a new pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent and kinked cannula or to determine if it could have contributed to the hyperglycemia. The user also reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.